Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9236-03pp vaultlock glenoid trial became stuck in the glenoid and when it was removed the central peg was broken. Another trial was inserted and the same thing happened. The broken parts were removed from the patient. The bone quality was normal.